Manufacturer narrative:
Prior to using a stabilizer steerable guidewire in a procedure, the tip was found kinked. The product was not used. No packaging damage was noted and, as reported, the wire was removed from its hoop by the proximal end. Analysis of the returned product confirmed kinks and bends in the guidewire, as well as stretched coils. As received, the specimen does not present any indication of mfg defect or anomaly. The specimen (with the exception of the damage found) is visually and dimensionally correct. The damage presented to the distal 2.75cm of the specimen appears consistent with removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." A review of the mfg records indicates that the product met specification prior to shipment. The complaint was confirmed. Review of the available info suggests that device handling may have contributed to the event.

Event description:
The report received indicated that there was a kink at the distal tip of the wire; the problem was identified after the package was opened. The wire was removed from its protective hoop by pulling on the proximal end; no problems were encountered during removal of the wire. There were no attempts to use the device in the pt. The product was returned for evaluation; during visual analysis, it was identified that the coil presented a stretched condition.